Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 1100024465 lot# 994930 g7 dual mobility liner 46mm g. Cat# ep-200152 lot# 65982348 act artic e1 hip brg 28x46mm. Cat# 802202801 lot# 3126663 femoral head 12/14 taper 28 mm diameter -3.5 neck length. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately a year and a half later due to periprosthetic fracture post fall. It was reported that no further information is available.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. It was reported the fracture occurred due to a fall, however the reason for the fall is unknown. The surgeon also stated the loosening was a result of the fracture. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.